Manufacturer narrative:
Actual device has not been returned to MFR to date. When a sample has been returned and a comprehensive eval has been completed a follow-up report will be submitted.

Event description:
Shiley trach tube/ hub separation. No reported patient harm or injury.